Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During the procedure, the control knob on the coronary diamondback orbital atherectomy device would not lock into place and was moving independently. The procedure was successfully completed after six treatments with no patient complications.

Manufacturer narrative:
The device was returned for investigation analysis. Further inspection revealed adhered biological material and corrosion on the distal and proximal edges of the driveshaft crown. The root cause of the accumulation was unknown. The control knob traveled smoothly and a 1:1 ratio movement was observed with the driveshaft. There was no resistance felt when moving the control knob distally or proximally. When the control knob was turned and locked into place the control knob remained secure and intact and did not move freely. When tested, the device spun on all speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. The device and components functioned as intended with no abnormalities observed. At the conclusion of the device analysis investigation, the report that the device would not lock into place was unable to be confirmed. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly and quality control requirements prior to distribution. (B)(4).